Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the pulse generator exhibited noise. The programmer was re-programmed there was no noise seen. The pulse generator was placed with no additional adverse consequence. The patient was stable and would continue to be monitored.